Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was mentioned the cable is visibly frayed at the end. Customer was sent new charging supplies to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.